Event description:
The customer noticed a leak under the beckman coulter lh500 hematology instrument and was giving a 'diluent comparison out of limits' message. The customer could not find the source of the leak. The field service engineer (fse) was dispatched. The field service engineer (fse) found leak at (pinch valve) pv49. All tubing to the pv49 were replaced. Root cause for the leak was the tubing at pinch valve (pv49). No death, serious injury to patient or operator was caused by this event. Upon a recur, the operator may be exposed to biohazardous materials.

Manufacturer narrative:
(B)(4).